Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a patient that had experienced a myocardial infarction on (B)(6) 2013. The lesion was located in the mildly tortuous mid right coronary artery. Thrombosis was present in the mid rca and was suctioned prior to pre-dilatation being performed. After pre-dilatation, the 2.75x33 mm xience prime stent was deployed at 6 atmospheres and 14 atmospheres. Intravascular ultrasound (ivus) was performed and the procedure was completed successfully. The same day, the patient was experiencing a slow pulse rate and angiography was performed, which revealed in-stent thrombosis. Thrombus suction was performed after which a perfusion balloon was used for 3 long inflations and a promus stent was implanted for treatment. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.